Event description:
A malfunction alarm occurred as reported by the caller. There was no adverse impact to the customer's blood glucose level noted, as it did not exceed 500 mg/dl (27.7 mmol/l). A cartridge change was performed resolving the issue